Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Failure device type: failure problem type: failure mode: case resolution: informed customer this could be caused by a discharged batter, a bad back up speaker, and ultimately the logic board. Recommended customer allow a 1-2 minute charge time with unit plugged into ac. If error code persists, replace back up speaker. Provided back up speaker part number. Transferred co order management for a quote. Ended call. Ref: (B)(4).